Event description:
A distributor in france reported that a pump failed to turn on despite being connected to a wall outlet with a usb cable. Initial attempts to charge the pump using different cables and outlets also failed, with no visible red flashing light around the awake button. There was no adverse impact to the customer's blood glucose level because no specific blood glucose information was provided. The distributor planned to return the device for further examination, and a replacement pump with a new serial number was issued.